Event description:
Customer reportedly, obtained results of 25mg/dl and 68mg/dl on the advantage system within 10 minutes. Customer ate in response to the results. No adverse event reported. Requested return of suspect system and replacement was sent.